Event description:
It was reported the customer had a test failure alarm on their insulin pump. It was also found the insulin pump had restarted and the customer's settings had to be reprogrammed. Customer's blood glucose was 100 mg/dl. The customer stated they were able to rewind their insulin pump. Customer also stated the correct bolus amount was also recorded in the bolus history. The insulin pump also passed a selftest during troubleshooting. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.